Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the defibrillator failed to discharge via external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. A zoll representative has responded and indicated the product is functioning properly and no product will be returning to zoll.